Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The complaint of a defective device was confirmed. The following information was reported via the service report: "micro": preventive replacement of o-rings performed acc. To service manual. Motor corroded - motor replaced. Resistance value out of specs: handcontrol set replaced. Short circuit in the motor cable - motor cable replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. The corroded motor, out of tolerance resistance values, and short circuit in the motor cable would have cause the reported issue of a non-functional device. Potential fluid ingress in the motor chamber may cause corrosion of the motor. Specific root causes for the identified out of tolerance resistance values and short circuit in the motor cable cannot be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.